Manufacturer narrative:
Baxter received and evaluated the device. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. Evaluation reproduced the reported symptom by observing a "door not fully latched" while closing the door with a loaded set. The reported problem "door will not latch" was verified through the event history log review by the presence of "door jammed!¿ it was determined through internal inspection that the cause was a loose upper link screw. The link was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the door on a spectrum pump would not latch. There was no known patient injury or medical intervention associated with this event. No additional information is available.